Event description:
The transmitted ECG signal was compromised by an inadequate antenna system. This caused the signal-to-noise ratio (snr) to fall outside an acceptable level and put a message "battery range inoperative" on the monitor. When this message appears the ECG signal is lost (flate-line) and the monitor has "faded."